Event description:
The patient reported having surgery about a month ago to remove mesh by implant area. Per the patient the area is very touchy (sensitive). The patient also had a hernia repair in the same area. When the patient had the pump implanted there was mesh used to cover them. The fibers had come unwound and tangled around veins in groin. That is when the patient found an hcp who was able to cut that mesh out of there. The patient also stated having a terrible back. The patient was also having pain last few weeks. The patient had been on prialt and dilaudid until about 30 days ago and now just has the dilaudid. The patient was also allowed 5 boluses but the patient was not using them right now because there was concern of it interfering the patient¿s legs. The patient was working on that with the pain hcp. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_pouch_acc, serial# unknown, product type: accessory. (B)(4).